Manufacturer narrative:
(B)(4). Other remarks: see MDR# 3010532612-2020-00386 (tc 1900081062) as the report is related to the same patient.

Event description:
It was reported that when the temporary pacing catheter was in use, it was noted that the catheter burst in the patient. As a result, the catheter was taken out of the patient without consequence and transferred to a different hospital.

Manufacturer narrative:
Qn#(B)(4). No part has returned to teleflex chelmsford for investigation. The reported complaint of balloon rupture is not able to be confirmed. The root cause of the complaint is undetermined. The lot number reported was incorrect, therefore, a device history record (DHR) review was unable to be completed. The lot number history for this account was unable to be retrieved. If any lot number information is available at a later date, the complaint will be updated accordingly. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00386 (tc (B)(4)) as the report is related to the same patient.

Event description:
It was reported that when the temporary pacing catheter was in use, it was noted that the catheter burst in the patient. As a result, the catheter was taken out of the patient without consequence and transferred to a different hospital.